Manufacturer narrative:
The getinge field service engineer (fse) replaced the batteries. He then performed functional and safety checks to meet factory specifications. The unit was then released back to the customer for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed "battery maintenance required¿ message during routine check by the customer. The biomed engineer ran a battery run time test and the battery did not meet the runtime specifications. There was no patient involvement; thus, no adverse was event.